Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided by the patient that the company multifocal was exchanged for a monofocal lens. (B)(4).

Event description:
A health professional reported that after a multifocal intraocular lens implant surgery in both eyes, a patient is experiencing trouble seeing street signs from a half block away and ghosting images in his vision. The surgeon has been treating the patient for dryness in both eyes. This file is for the left eye of the patient. New information has been received stating the patient has had a monofocal lens exchange and has a wrinkle on his cornea in the left eye. The vision is not clear.